Event description:
Same case as MFR report #: 2134265-2010-02654. It was reported that during a coronary drug eluting stenting treatment procedure a vessel perforation and death occurred. The 90% stenosed type c lesion was located in the proximal to mid left circumflex artery (lcx). Untreated stenosis was located in the left main artery and the left anterior descending artery. Access was the right femoral. The lesion was predilated with a 2.0x8mm apex balloon to 10 atms for 8 and 10 seconds, respectively. A 4.0x12mm promus drug eluting stent was advanced to the lesion, but could not cross. A 2.5x12mm apex balloon was then advanced to the lesion and inflated to 10 atms for 18 seconds and 20 atms for 18 seconds to again predilate the lesion. The 4.0x12mm promus drug eluting stent was readvanced to the lesion and deployed at 16 atms but there was a persistent dogbone, so the device was inflated to 20 atms. Upon deflation of the stent delivery system a type 3 perforation was noted with free flowing blood into the pericardial sac. The patient complained of chest pain and st depressions were noted. The stent delivery system was reinflated to 8 atms for 56 seconds in an attempt to treat the cardiac tamponade. An intra-aortic balloon pump was placed and the patient was started on 1:1 counterpulsation. The stent delivery system balloon was deflated and there was no evidence of reduction of flow into the pericardial sac. The stent delivery system balloon was then reinflated to 5 atms. Heparin was reversed and a pericardial drain was placed which removed at least 250ccs of fluid. These efforts did not improve the patient's pressures. Inotropes and several boluses of intracoronary epinephrine were given. This resulted in a temporary positive response, but after a few minutes the patient would again become hypotensive. The patient then presented with ventricular tachycardia, ventricular fibrillation and became asystole. Advanced cardiac life support was started and the patient received repeated injections of amiodarone, lidocaine and bicarbonate. The patient was then intubated and placed on a transvenous pacemaker. After attempting to resuscitate the patient for an hour it was determined that the patient had received irreversible damage and the patient was pronounced dead.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).